Manufacturer narrative:
Hamilton medical ag comes to the conclusion:the error messages indicate a fault with the mainboard, but must be analysed in more detail. Investigation was initiated. No patient damage was reported.root cause:- ongoing investigationcorrection- ongoing investigation

Event description:
The following was reported to hamilton medical ag: the customer reported that the device went into ambient mode during ventilation a patient.

Event description:
The following was reported to hamilton medical ag: the customer reported that the device went into ambient mode during ventilation a patient.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the error messages indicate a fault with the mainboard, but must be analysed in more detail. Investigation was initiated. No patient damage was reported. Failure mode description: component: mainboard. Failure effect: tf1485001, tf1444029 (ambient mode). Tf1785003 (pmchannelobservationfailed). Tf444004 (voltage out of tolerance). Root cause: defective mainboard. Correction: replacement of the mainboard.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective mainboard. In consequence the mainboard was replaced. There was no patient or user harm reported.

Event description:
The following was reported to hamilton medical ag: the customer reported that the device went into ambient mode during ventilation a patient.